Manufacturer narrative:
Results of investigation:(return analysis)the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. There was no functional or performance issues found. The bellavista unit was cycled for 1 hour and functioned as expected with no alarms or warning messages. Power was cycled on and off 10 times and each time booted up and shutdown successfully with no issues, alarms, or warning messages. The reported complaint was not duplicated. Log file evaluation (non return analysis):there are some event sequences that bring the fio2 setting into an inconsistent state. The fio2 setting then displays the correct setting value but attempts to edit the ¿uneditable¿ value once it is selected. That in turn causes the software to hang forever"". Bug fix improvements will be implemented on next sw release and this was documented under tfs ID (B)(4). CAPA-000001062 assigned for app hang related issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator gave a decommission vent screen while on patient. At this time ,there was no information of patient harm reported with this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.